Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 431 mg/dl. The customer's husband said the he's putting a new infusion set in her. Customer was offered to troubleshoot but he said no, she is going to eat an apple and then use the bolus wizard and they get it under control.